Manufacturer narrative:
(B)(4).

Event description:
It was reported that "having trouble with connection at home keeps beeping and my wifi on turned bluetooth off for 10 min and restarted app don't want to connect to my phone at home " was occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.